Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. Troubleshooting was requested. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that low amplitude, high pacing thresholds and high out of range shock impedance measurements were also observed. A rise in the pacing impedance measurements has also been observed, however, they are still within normal limits. Troubleshooting, further evaluation of the system and a potential commanded shock test were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. Troubleshooting was requested. This lead remains in service. No adverse patient effects were reported.